Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The event occurred at or before first clinical use (out of box failure) at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification in relation to the customer reported .downstream occlusion alarm. A review of the event history log identified multiple downstream occlusion alarm.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.